Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the polarcup trial insert nav 22/59 broke upon use. The surgery was completed, after a non-significant delay, with a smith+nephew back-up device. No injuries were reported. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the device shows 8 broken flaps but only one of them was returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 4 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the polarcup trial insert nav 22/59 broke upon use. The surgery was completed, after a non-significant delay, with a s+n back-up device. No injuries were reported.